Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event could not be confirmed. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that these types of events can occur and risks as addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Biomet cup catalog number: 15-106056 lot number: 521200, biomet stem catalog number: 12-103208 lot number: 788740.

Event description:
Patient underwent a hip revision procedure approximately ten years post-implantation due to pain and discomfort. The modular head was removed and replaced.